Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: during use a doctor found the balloon could not be inflated. Operating time not extended. New one was opened to complete the case with no problem. No pt harm. Tissue damage: no. Nothing fell into the cavity. No bleeding.